Event description:
An account manager reported on behalf of facility that, during intraocular lens implant procedure, the iol was found scratched. The iol was implanted and removed. No patient harm, procedure was completed with same model/diopter iol.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. The product was not returned. The customer indicated the use of a qualified associated cartridge and handpiece. The viscoelastic indicated is not qualified for use with the lens/cartridge combination indicated. The root cause for the reported complaint may be related to a failure to follow the instructions for use (IFU). The viscoelastic indicated is not qualified for the lens/cartridge combination used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).